Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported hospitalization due to low blood glucose. Customer stated she had low blood glucose and does not think it was insulin pump related. Troubleshooting was done. Customer's blood glucose was 20 mg/dl. Customer was treated with glucose tablets. Customer was admitted last (B)(6) /2014. Customer mentioned that insulin pump got lost during the time ambulance took her to the hospital. Advised customer the insulin pump would be replaced. No further information provided.